Manufacturer narrative:
Investigation summary: DHR review could not be performed since the lot number for this investigation was not reported. Received a 22ga catheter-adapter assembly attached to an extension tubing and a syringe filled with saline. Visual examination: signs of leakage were observed. Saline was leaking from below the nose of the adapter. The unit was dissected to better observe the leakage area: damage (cuts-scrapes) was observed on multiple locations throughout the catheter tubing. Conclusion(s): although the damage observed on the catheter tubing is confirmed, the source that caused it is indeterminate. It is unknown if the damage was triggered during the manufacturing process or at user environment.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter leaked saline after the connection of the catheter and the catheter adapter.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter leaked saline after the connection of the catheter and the catheter adapter.